Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer effective for pain. The patient underwent an scs system explant procedure. No device malfunction was suspected. All device components were explanted and will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: a39802 / a44229.